Event description:
The customer reported that the system was displaying multiple error messages and shutting down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a high voltage cable. The system operates as intended.